Event description:
It was reported that upon a device check three and a half years battery remaining was noted. A request for device data review was needed. A review of the device data by engineering noted that the power consumption was increasing abnormally, and premature battery depletion was confirmed. Ts noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. It was advised to explant and return the device. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that upon a device check three and a half years battery remaining was noted. A request for device data review was needed. A review of the device data by engineering noted that the power consumption was increasing abnormally, and premature battery depletion was confirmed. Ts noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. It was advised to explant and return the device. The device was subsequently explanted and to date has not been returned despite efforts to obtain this information. No additional adverse patient effects were reported.